Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient¿s devices were explanted due to infection. It was noted that the patient was living in a home with lots of mold. The issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the device at the pocket and spine became very superficial in (B)(6). The patient and their doctor began monitoring the sites closely and on (B)(6) the lead became exposed through the skin at the spine incision. The doctor had the entire system removed on (B)(6) as the generator had also been exposed through the skin. The cause was due to the patient having severe kyphosis and little subcutaneous tissue.